Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction: (d10 - concomitant medical products): video system center & video processor; event date: 09/12/2024. New information added to the following fields: d8, h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was not confirmed. Based on the investigation results, intermittent image, could not be identified. Presumed cause: the cause could not be presumed because the repair incoming inspection results did not confirm the reproduction of the event, ¿intermittent image,¿ and any failure of the device. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿labeling review: not applicable because the problem is not caused by misuse of the user.¿. Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had intermittent image (momentary loss of serial digital interface (sdi) signal. There were no reports of patient harm.